Manufacturer narrative:
Upon investigation of the actual device used in this incident, it was determined that the remote manager had failed and was not registering as open. A field service engineer (fse) replaced the latch, ran diagnostics, tested the system, and successfully recovered the remote manager. The system functioned as intended after the field service engineer repaired the device.

Event description:
It was reported when using the bd pyxis¿ medstation¿ es, drawer had failed. The customer reported that the user was able to remove the medication from another station resulting in a delay in the dispensing workflow. There were no adverse events or injuries reported based on this incident.